Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and failed due to a grinding noise traced to motor pump a. There were no fluid leaks in the test cassette during the ast. A 15 minutes simulated treatment was performed and completely without failures. The cycler underwent and passed a patient sensor calibration check, system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler to the floor during an unknown phase of pd treatment. The patient reported that for the past three nights of pd treatment the fill phases were very slow, and she was receiving multiple air detected in cassette alarms during the drain phases of pd treatment. The first two nights she had to change positions in order to complete treatment. The fluid leak was observed on the third night, (B)(6) 2019. The patient had received the air detected in cassette alarm prior to the leak. The patient was connected when the leak was observed but they were unable to complete treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was not completed for two days after that event. On the third day the patient was retrained on performing continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.